Event description:
It was reported that the irc5po2 concentrator has low o2 or a yellow light. Per independent repair center statement, the unit has low o2 or yellow light. The key failure was the pilot valve for the manifold being contaminated. Additional malfunctions were: o-ring for the manifold, leaking; regulator for the product tank, leaking; ty wrap for the product tank, defective; tie wrap for the sieve bed, defective; inlet filter for the sound box , dirty; cabinet filter for the cabinet, dirty.